Event description:
During an embolization procedure, the orbit rdfl complex mini coils (638mf0410/ 15330161 and 638mf0407/ 15200425) stretched during placement in the aneurysm, and after multiple repositioning. After the event the coils and delivery systems were removed from the patient without any adverse event, and another same size coils were utilized to complete the procedure successfully and without any serious injury. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. An adequate continuous flush was maintained through the excelsior sl 10 45 degrees (mc) microcatheter at all times. Additionally, the mc was not reshaped. No resistance was noted when the coils were inserted in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. A balloon or remodeling device was not used during the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15200425 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is 1 of 1 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00401 and 1058196-2011-00402. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an embolization procedure, the orbit rdfl complex mini coils ((B)(4)) stretched during placement in the aneurysm, and after multiple repositioning. After the event the coils and delivery systems were removed from the patient without any adverse event, and another same size coils were utilized to complete the procedure successfully and without any serious injury. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. An adequate continuous flush was maintained through the excelsior sl 10 45 degrees (mc) microcatheter at all times. Additionally, the mc was not reshaped. No resistance was noted when the coils were inserted in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. A balloon or remodeling device was not used during the procedure. There was no reported injury for the patient. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage just residues of dry blood could be observed inside of it. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage, the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, and the embolic coil was found stretched and it was still attached to the griper with residues of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - unraveled/stretched' was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaints of embolic coil unraveled/stretched were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues, specifically the multiple repositionings may have contributed to the confirmed burst. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00401 & 1058196-2011-00402.

Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage just residues of dry blood could be observed inside of it. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage, the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, and the embolic coil was found stretched and it was still attached to the griper with residues of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00401 & 1058196-2011-00402. Additional information will be submitted within 30 days upon receipt.